Event description:
According to the initial reporter: this patient had a günter tulip filter placed 4 months prior to removal. The sling technique was employed given significant filter tilt. After removal, the patient developed abdominal pain and hypotension. Venogram showed extravasation of contrast and a flow limiting dissection. Balloon tamponade was performed but failed to resolve extravasation. Two overlapping 25mm cook-z stents (cook) were placed with improvement of flow and resolution of extravasation. Partial caval thrombosis secondary to stasis from balloon tamponade developed and a new ivc filter was placed above this clot.